Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic supracervical hysterectomy - "after an extensive manual morcellation process using aces it was discovered that the bottom ring of the alexis base for the gelmini had become detached almost entirely from the sheath. It was a perfect line and there were no other cuts or tears." Type of intervention - na patient status - no patient injury or illness occurred that was associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection of the first unit, engineering confirmed that the sheath had partially delaminated from the ring. The sheath was visually inspected for cuts and rips, but no damage was observed. Although the exact root cause of the reported event could not be determined, the probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur.